Event description:
It was reported by service report that the fowler was stuck, stationary litter and foot cover was broken, exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler.